Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were in the family room watching tv with the chihuahua and the poodle on top of them and all of a sudden it felt like the stimulation got a little high and electrical. Patient stated it wasn't like they were getting electrocuted but it was very uncomfortable. Patient said they went down one or two notches. Patient confirmed they have not felt that stimulation since then. The patient was redirected to their healthcare provider to further address the issue. Reviewed device education.

Event description:
Additional information was received from the patient. They reported they are still having to catheterize themselves because their bladder is not voiding on its own. Patient said that their bladder was burned by too much iodine and contrast dye and they were incontinent for about 4 months. Patient mentioned that one night they were sitting and all of a sudden they felt an electrical shock going through their bladder and rectum and going down their legs. Patient mentioned they got covid, they have cancer and their back feels sore so they need more time for their body to get used to the therapy. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.